Event description:
It was reported the patient experienced a ¿loss of therapeutic effect.¿ the patient¿s stimulation reportedly just ¿wasn¿t working¿ since ¿sometime in (B)(6) 2014.¿ it was noted the patient¿s therapy was at 80 microseconds at the time of report and was then reprogrammed to 200 microseconds. The reprogramming reportedly ¿had an immediate effect¿ and the patient was ¿having effective therapy and the issue was resolved¿ as a result. Impedance testing at the time of report found that when contact 13 was ¿tested as a reference¿ all impedances were ¿>40k ohms.¿ the patient reportedly ¿felt an odd sensation when stimulated¿ using contact 13. Contact 13 was removed from the patient¿s programming as a result. It was also noted that though contact 9 was ¿showing normal¿ at the time of report, the patient¿s clinic reported that contact 9 had been ¿high¿ in the past. Additional information has been requested; a supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4).